Event description:
The account reported the brake will not lock. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The technician was unable to fix the bed at the account and swapped the bed for a known working unit. The technician found the head end brake caster was worn and would not hold. The most likely cause is normal wear and tear. The technician replaced the head end brake casters to resolve the issue. Based on this info, no further action is required.